Manufacturer narrative:
H.6. Investigation: customer provided photos for investigation. The photos show a cloudy substance within the broth. This complaint has been confirmed. However, root cause was unable to be determined. DHR was performed. A review of quality notifications on the complaint batch for this defect revealed one quality notifications noted on the complaint batch, but not due to this defect. A review of complaints revealed one additional complaint for this batch, but not due to this defect. Complaint trending was performed and no trends were identified for this defect. Bd ID/ast plant quality will continue to monitor for trends associated with this defect and take action as required.

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.